Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 1 month and 16 days after the dental implant was installed in intraoral region 6#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type iii.